Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of the merlin.net transmissions showed the device experienced excessive charges which caused the battery voltage to drop. Premature battery depletion suspected. The device remains implanted.